Manufacturer narrative:
After battery installation, the down keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the unit. After swapping the boards into another case and then swapping a known good electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that the menu button was unresponsive. Customer stated that using the up arrow and down arrow allow them to navigate screens. Customer states block mode was inactive. Customer stated that the buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.